Event description:
The prisma caused EKG monitor interference. Per the gambro technical services (gts) rep, the condition was immediately noted and the EKG monitor turned off. The clinic believes that the pt was not grounded to the EKG monitor, and that the interference was caused by a procedural/set-up issue. The gts rep found no problem with the machine. There was no injury or intervention.